Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation is obtained, this report will be updated. See MDR 1213643-2013-00610 for information related to the second bard mesh that was implanted on (B)(6) 2004.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2004 - the patient was implanted with multiple mesh devices including two bard mesh pre-shaped with keyhole. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.